Event description:
An altitude alarm was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided prevention tips for altitude alarms, which the customer understood and acknowledged. The customer replaced the cartridge as a corrective action, leading to the pump resuming normal operation.